Event description:
The customer reported that the lock bar struts broke on the stair chair. There was patient involvement; but no adverse consequences were reported.

Manufacturer narrative:
Results - customer evaluated and repaired unit. Lock bar struts. Conclusion - the customer reported that they transported a patient who weighed more than the weight capacity of the chair.